Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, inserting the swartz into the veins, pulling out wire and the sheath. After that, when it was pulled to flush from the flush port, air was aspirated. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.